Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: during investigation, the black box shows multiple ¿cs052¿ slave communication error alarms. Battery compartment and cap are undamaged and able to fit securely. The ez-prime¿ steps were performed correctly, no ¿cs052¿ alarm or any eaw occurred during the investigation, unable to duplicate ¿cs052¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the power pcb.